Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the procedure, the lead had high thresholds. To ensure battery life the physician replaced the lead. No patient complications have been reported as a result of this event.